Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the implant was broken through the plastic when it was opened. Staff rejected it and the procedure was completed using another device. No additional information is available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 h10 corrected: h4 visual evaluation of the returned product/photographs provided found the stem has punctured thru the inner pouch and blister. There is black staining near the tear mark. Sterility has been compromised. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported item and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. CAPA ca-06126 has been previously raised to implement improved packaging changes that were determined as part of ca-03419. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.